Event description:
It was reported that a homechoice (hc) machine generated an electrical discharge during therapy but without the patient being connected. A swap of the hc was arranged. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A trend review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.